Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with vancomycin injections (1g, immediately, intraperitoneally (ip), frequency not reported), amikacin injections (500g, immediately, then 100mg once daily, route not reported), ecomer injections (1g, frequency and route not reported), and reflin injections (1g, once daily, route not reported) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the event was unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).